Event description:
The customer reported a contained probe a leak on the cover involving a unicel dxc 800 synchron system. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and protective eyewear and no exposure or injury was reported. The customer stated that all fittings and syringes were tight and alignments appeared fine. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was not dispatched as the customer had a biomedical technician on site. The biomedical technician replaced the shear valve and the vacuum solenoid valve to resolve the leak. The customer reported that the biomedical technician identified the vacuum solenoid valve to be the primary failure mode.

Manufacturer narrative:
Instrument was evaluated by the customer's biomedical technician and issue was resolved following vacuum solenoid valve replacement. (B)(4).